Event description:
A home pts (hps) nurse contacted baxter's product surveillance dept to report a minicap falling off a minicap transfer set. The hp is new to therapy, first treatment was the day after event. The transfer set was replaced on final day of training. Prophylactic antibiotics were given. No pt injury associated with this incident.

Manufacturer narrative:
Samples were not available for analysis. Renal product surveillance, quality engineering, along with plant mfg, will continue to monitor this product line.